Manufacturer narrative:
The reported complaint of failure to tighten the set screw to the header of the device due to loose connection was confirmed. Analysis found the setscrew was screwed out of the connector block socket by the user of the torque wrench. When the setscrew was screwed out of the block it was screwed up inside the septum and was pushed into a sideways position. In the sideways position, the wrench could no longer be inserted into the setscrew. The setscrew could no longer be tightened or loosened in this position which is what the user was experiencing. The problem was caused by the user of the torque wrench. Electrical testing: normal device characteristics were found. The device is above eri.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the set screw of the device would not tighten the ventricular lead that was being fixed. After repeated unsuccessful attempts, the physician visually noted that the set screw was damaged. A new device was implanted to resolve the event. The patient was stable with no consequences.